Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed image issue could not be determined, however the issue was likely the result of component failure due to a damaged video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set-up for an unspecified procedure, the flex deflectable videoscope did not display properly and an error code occurred. There was no patient involvement, and no harm was reported as a result of the event.